Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing resulting in a number of tissue samples that were potentially not diagnosable. On (B)(4) 2013, leica biosystems received information that not all tissue samples exhibiting sub-optimal processing were diagnosable. The complainant indicated that three (3) cases were not diagnosable. On (B)(4) 2013, leica biosystems received information that re-biopsy of three (3) patients has been conducted. Age and sex of the patients requiring re-biopsy is not available to leica biosystems.

Manufacturer narrative:
A leica field support specialist (fss) attended the laboratory on (B)(4) 2013, to investigate the circumstances involved in the complaint. The fss found the laboratory had modified their protocol to shorten the step time of the cleaning cycle. On site assessment of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2013. The fse found the instrument was due for routine preventive maintenance required per the manufacturer recommendation. The fse also found the pressure test failed due to an air leak from retort b. The fse repaired the air tubing leak, the results for the system performance tests conducted were satisfactory, and the instrument was found to be operating within specification. The fss and fse concluded the root cause of sub-optimal tissue processing could not be determined. Prior to sub-optimal tissue processing reported by the complainant, the log shows that at 18:07pm on (B)(4) 2013, the <run cleaning protocol> was modified using supervisor level access. The user set the duration for step 1 (cleaning solvents) from <12> mins to <6> mins and the duration for step 2 (cleaning alcohols) from <6> mins to <4> mins. This action is not recommended, as inadequate cleaning of the retort may lead to contamination of reagents used in subsequent processing protocols. This finding is not considered to have caused the sub-optimal tissue processing reported, but may have contributed to the circumstances reported in this complaint. Investigation of this complaint found that the instrument operated within specification from which sub-optimal tissue processing was reported. The root cause for the sub-optimal tissue processing reported could not be determined from the information available.